Event description:
It was reported that during surgery, the dermatome started slowing down and then shut off. Nurses tried changing the hose, but the machine did not work. There was no patient harm/injury. There was no surgical delay. There was no medical intervention. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in sweden.